Manufacturer narrative:
(B)(4). S/w version = 4.11e. Retainer ring = black. Customer returned pump for alleged low battery alarm found on (B)(6) 2020. Pump failed self test due to pump error 63. Pump error 63 due to loose solder joint on pin 2 of u1. Pump passed sleep current measurement, active current measurement and displacement test. No unexpected low battery alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Did not find any low battery alarms in pump downloaded history. Pump was cut open to perform visual inspection and moisture damage was found on the motor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, label damage, cracked retainer, and corroded battery tube. Pump passed function testing. No unexpected low battery alarms noted during testing or listed in pump downloaded history. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump case was cracked. Customer had high blood glucose level of 23 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.